Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the oxygen flow sensor. Covidien, now medtronic, was not authorized to service the device.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.